Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Con. Products: 694765 implantable tachy lead (B)(6) 2009; 4076 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device malfunctioned and patient received multiple shocks and went to the emergency room. During the check "everything was fine." While in the hospital parking lot, the device started shocking again. The technician then turned off the lead and told the patient that the insulation "came off" which caused the shocking. Since that time, the patient has been hearing an alarm go off for more than a month. Follow up was performed but was not able to gain any additional information. The device and lead remain implanted. No further patient complications have been reported as a result of this event.